Event description:
It was reported that they had experienced high blood glucose level. Blood glucose was 31 mmol/l at the time of incident. Troubleshooting was performed. Customer reported reservoir was full of air bubbles. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.